Event description:
It was reported that during an implant procedure the patient lost motor and sensory function. As a result, the system was explanted and the case was aborted. The patient had return of function once explant was completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.